Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is stuck in the rewind mode. The blood glucose reading is 406 mg/dl. Customer is unable to exit the prime loop. Advised the customer that the insulin pump will be replaced. Customer treated with manual injection. Customer stated that insulin leaked into the insulin pump. Insulin leaked past both o-rings. Nothing further reported.